Event description:
It was reported that there was a leadpoint focus performance failure that occurred during the procedure, it was not performing as intended. There were multiple problems with the leadpoint focus micro-electrode recording system. There was a problem with sensitivity while recording which had made it impossible to discern mer brain recordings. There were potential ground issues as the surgeon had attempted to drive the microdrive there was extreme noise which had rendered the recording useless. Less than 60hz noise was experienced throughout the entire study. Troubleshooting included externalized speaker set up, tried to eliminate electromagnetic interference by turning the bed, suction, electrocautery and etc. Off. New speakers were tried, which eliminated externalized noise but problems were not resolved. The issue was not resolved and the cause was not determined. The patient was not harmed. Both leads were implanted in the subthalamic nucleus and the leads had been determined to be adequately implanted, correct location by macrostimulation and intra-operative computerized tomography (CT) scan which was standard procedure. The patient was doing fine and there were no issues with the implants.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0sa85, implanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).